Event description:
It was reported to philips that the device's c-arm was not moving to the desired position. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user had to power off the system, manually move the long axis to needed position and power on the system to continue the exposure. No harm to the patient or user was reported. It was reported to philips that the c-arm was not moving. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome.